Manufacturer narrative:
Batch review performed on 17 june 2024: lot 2315550: (B)(4) items manufactured and released on 30-june-2023. Expiration date: 2028-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 17 june 2024: liner: mpact 01.32.3644 hct flat pe hc liner 36/e (k103721) lot 2309707: (B)(4) items manufactured and released on 03-july-2023. Expiration date: 2028-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.